Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch (B)(4) manufacture date: (B)(4) 2016, expiration date: (B)(4) 2018. Batch (B)(4) manufacture date: (B)(4) 2017, expiration date: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: in reoperation, the stratafix was broken, and prolene and pds were performed. Possible lot was km6525 or lam138

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following was requested but unavailable: what was the condition of the fascia tissue the stratafix suture was used on? Unknown. You reported ¿sewn with two from the top and bottom¿, so how was each suture dealt with in the middle of the incision? Unknown. Was there any patient predisposing event (cough, fall, etc) prior to hernia? No information. What is the indication for the second procedure (B)(6)? No information. What is the rationale for waiting til (B)(6) for second procedure? No information. What is the surgeon opinion as to relationship of suture to the patient hernia? No information.

Event description:
It was reported that the patient underwent extended hysterectomy on (B)(6) 2018 and barbed suture was used on the fascia. The fascia was sewn from top and bottom. On (B)(6) 2018, the patient was discharged from the hospital. It was reported that a big hernia was observed by CT inspection on (B)(6) 2018. The location of the hernia is hypogastrocele. A reoperation for hernia repair will be performed on (B)(6) 2018. During the reoperation, the surgeon is going to confirm if the suture was broken or if the affected tissue was torn. It was reported that the patient goes to the hospital regularly. No additional information was provided.